Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the visual inspection revealed no abnormalities as the lead tip appeared normal. The lead resistance measured normal. The lead passed the hipot rest and pressure test indicating the lead insulation were intact. Laboratory analysis indicates reported allegations were not confirmed.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements and loss of capture. Moreover, the lead was pulled back to the superior vena cava (svc). The ra lead was explanted. No additional adverse patient effects were reported.